Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the implantable pulse generator (ipg) was pacing below the lower rate. It was noted that mode switches were occurring and the patient experienced lightheadedness. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.